Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 197 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.